Manufacturer narrative:
Correction d9 - device available for evaluation - no investigation summary no product samples, pictures, or videos were received for investigation. The complaint of leaking at bonded part of manifold, could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review the device history review for lot 13959229 was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation however it has not yet been received.

Event description:
The event involved a 6" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer. The customer reported that there was leaking at bonded part of manifold. There was unknown patient involvement; harm was not reported as a consequence of this event. This is report 2 of 3.